Event description:
(B)(4). I also have gone to the dr for menopausal effects.

Event description:
(B)(4). I have stomach pain, ovarian cysts that have sent me to the ER from pain, allergies and rashes that I never had before.